Manufacturer narrative:
Multiple attempts made to follow up with the customer, no further information provided. The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been receiving multiple auto-off alarms. The customer reported a past blood glucose level of 240 mg/dl. During troubleshooting with tandem technical support, the customer was educated on the auto-off safety feature.